Manufacturer narrative:
Additional manufacturer narrative: through follow up with the surgeon, it was learned this device was explanted due to endocarditis. The source and type of infection were not disclosed and the health care provider has indicated that this device did not cause or contribute to the infection. The valve was replaced with a 19mm magna ease. The device will not be returned for evaluation because it was discarded by the hospital. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
Device not returned. It is not known at this time if the device is available for return and evaluation. Attempts to get additional information have not been successful; therefore, the reason for explant and replacement of this device remains unknown. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Patient status remains unknown. There are many factors that could result in the need to explant and replace a valve, the most common of which are endocarditis, regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider, we are unable to investigate into the root cause for this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm aortic bioprosthetic valve, after having been implanted for approximately three (3.20) months, was explanted and replaced with a 19mm of the same model aortic bioprosthetic valve. No additional information has been made available.